Event description:
It was reported that the system intermittently would not make an x-rays. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and returned to service.